Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient experienced bacterial peritonitis which was manifested by a cloudy bag and abdominal pain. The cause of event was unknown. A day after the onset, the patient was hospitalized for the event. The patient received an unspecified antibiotic treatment for the event. After thirteen days, the patient was discharged from the hospital. After fifteen days, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No available information is available.